Event description:
It was reported that the activate button of the insulin pump was unresponsive. The mother did not have the device with her at time of call since the customer was at work. The caller mentioned that the customer was in the hospital and has been sick with flu. The events leading to the customer's admission was coughing blood, vomiting and diabetes ketoacidosis. The blood glucose reading at time of admission was 7mmol/l. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with intermittent buttons due to unlocked connector at the lcd board, cracked case at the display window corners and scratched screen. After opening the device the drive support disk was found slightly loose. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.